Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/13/2018, that on (B)(6) 2018, a loss of connection occurred. Data will not be analyzed as signal loss for one hour or less is within specification. No additional event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it passed. Functional testing was performed and there was no failure detected. No data available for review. The reported event of loss of connection was not confirmed. A root cause could not be determined.